Event description:
It was reported that a skin reaction had occurred. The sensor was inserted into the abdomen. Date of event is an approximation. On (B)(6) 2025, it was reported by an health care professional (hcp) that the patient experienced a skin reaction. The patient experienced blisters, itching, and rash, under entire patch area. The skin reaction was treated with a prescription of an unknown oral medication. Skin barriers were also applied. No other details were documented. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). Please disregard "h6: health effect clinical code - no clinical signs, symptoms or conditions" as this code is not applicable for this report.